Event description:
It was reported that this right ventricular (rv) lead showed low pacing impedances that have trended down to out-of-range values. The r wave has been stable with some incursions in low amplitudes. A chest x ray was recommended to determine the cause. The lead was surgically abandoned, and a new rv lead was implanted at the same procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.